Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have fallen down the stairs causing holster to break. Customer's blood glucose was 474 mg/dl. Customer will call back to report if insulin pump was also damaged. No further information provided.